Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Products: 4196 implantable pacing lead 2010 (B)(6); 4076 implantable pacing lead 2010 (B)(6). (B)(4).

Event description:
The patient reported concern that the battery in the implantable cardioverter defibrillator (ICD) had reached elective replacement indicator (eri) and would have to be replaced but was previously told it would last much longer. The ICD remains in use. No patient complications have been reported as a result of this event.